Event description:
Drive devilbiss healthcare is the initial importer of the device which is a cane. Cane was not retrieved for evaluation. Cane snapped in half while in use. End-user fell and broke his glasses.